Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number:(B)(6). Batch/lot number: 7084163. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty frequent implantable pulse generator (ipg) charging and the leads had high impedances. The patient underwent spinal cord stimulation (scs) revision procedure. Patient was stable postoperatively. Explanted product unable to be returned, physician disposed.